Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in laparoscopic procedure, the surgeon stated firing the device to duodenum. However the device fired only a moment and the firing stopped at once. The surgeon did not check the display screen at that time. They replaced a new reload and the firing was successful. The surgeon just pushed the green button then the device fired only a moment. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Reload was pre-fired with the interlock engaged. The jaws were open. No staple pushers or protruding staples were observed. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.